Manufacturer narrative:
Medwatch form has been updated to reflect the correct MFR report#: 2027969-2011-00034. Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011. Inratio: 1.x. Lab: 2.3. Pt tested on the inratio meter with a result of 1. Something within 1 hour, lab result = 2.3.